Manufacturer narrative:
Preliminary analysis revealed that the device behaved as specified.

Event description:
On (B)(6) 2019, the subject pacemaker was implanted and connected to the previously implanted leads. Reportedly, the patient, who regularly measures his own heart rate, detected rates below the programmed basic rate of 60 min-1 and felt some dizziness. An emergency follow-up was performed on (B)(6) 2019. A 24 hour holter recording was prescribed for (B)(6) 2019, in which rates below the basic rate were observed (47 min-1). The patient was scheduled for a follow-up on (B)(6) 2019 to check pacing thresholds, reprogram the ventricular pacing from unipolar to bipolar and reprogram atrial sensing. The next day, after the physician reprogrammed the ventricular pacing to bipolar, the patient felt worse and went to the emergency room. The physician reported pacing rates below 40 min-1 and above 100 min-1, ventricular pacing only effective at around 4.5 v, and high ventricular impedance (around 2500 ohms). Furthermore, an x-ray was performed, and the physician identified a probable breaking of the lead. On (B)(6) 2019, the subject pacemaker and associated ventricular lead were replaced.

Event description:
On (B)(6) 2019, the subject pacemaker was implanted and connected to the previously implanted leads. Reportedly, the patient, who regularly measures his own heart rate, detected rates below the programmed basic rate of 60 min-1 and felt some dizziness. An emergency follow-up was performed on (B)(6) 2019. A 24 hour holter recording was prescribed for 8 (B)(6) 2019, in which rates below the basic rate were observed (47 min-1). The patient was scheduled for a follow-up on 14 october 2019 to check pacing thresholds, reprogram the ventricular pacing from unipolar to bipolar and reprogram atrial sensing. The next day, after the physician reprogrammed the ventricular pacing to bipolar, the patient felt worse and went to the emergency room. The physician reported pacing rates below 40 min-1 and above 100 min-1, ventricular pacing only effective at around 4.5 v, and high ventricular impedance (around 2500 ohms). Furthermore, an x-ray was performed, and the physician identified a probable breaking of the lead. On 15 october 2019, the subject pacemaker and associated ventricular lead were replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the subject pacemaker was implanted and connected to the previously implanted leads. Reportedly, the patient, who regularly measures his own heart rate, detected rates below the programmed basic rate of 60 min-1 and felt some dizziness. An emergency follow-up was performed on (B)(6) 2019. A 24 hour holter recording was prescribed for (B)(6) 2019, in which rates below the basic rate were observed (47 min-1). The patient was scheduled for a follow-up on (B)(6) 2019 to check pacing thresholds, reprogram the ventricular pacing from unipolar to bipolar and reprogram atrial sensing. The next day, after the physician reprogrammed the ventricular pacing to bipolar, the patient felt worse and went to the emergency room. The physician reported pacing rates below 40 min-1 and above 100 min-1, ventricular pacing only effective at around 4.5 v, and high ventricular impedance (around 2500 ohms). Furthermore, an x-ray was performed, and the physician identified a probable breaking of the lead. On (B)(6) 2019, the subject pacemaker and associated ventricular lead were replaced.